Manufacturer narrative:
(B)(4). G2: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip arthroplasty on an unknown date. Subsequently, the patient's stem was revised due a periprosthetic fracture after a fall. No additional information was available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Component code: mechanical (g04) ¿ stem. No product was returned; however, pictures were provided and reviewed. Visual examination of the provided pictures identified an explanted stem with some bio-debris noted. No further evaluation can be made from the pictures provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Unable to perform a compatibility check due to insufficient information provided. Radiographs were provided and reviewed. The post-revision x-ray would not enhance the investigation, and the pre-revision x-ray only showed a partial view of the stem and was also undated, so it would be difficult to correlate to the fall event/fracture allegation. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.